Manufacturer narrative:
The reported failure of (auto null vale open) is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The trilogy 100 ventilator was returned to the third-party service center for evaluation. The device was not in use on a patient at the time of the occurrence. During the evaluation the overlay display was confirmed damaged, and the device returned to the technician for additional evaluation due to a failed auto null valve open test step. In conclusion the system board and sensor board assembly were replaced to address the issues. The device was retested and passed all test. Additionally, during the service of the device, the overlay display was confirmed to have cosmetic damaged therefore was replaced and other components were replaced as part of cosmetic/physical damage or maintenance of the device unrelated to the reportable malfunction/issue.